Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and primary analysis revealed that the helix was disengaged from the helical channel. There was blood/body fluid on the distal conductor (not obstructed) and on the outer tubing overlay. The inner tubing was kinked/buckled. All insulators were found to be breached cut. Blood was also present in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported that the lead was placed in the right ventricle initially, with no issues regarding helix deployment. Due to sensing difficulties, the physician had to move the lead. Upon the third attempt, the helix would not deploy. The lead was not implanted. A new lead was used. No patient complications have been reported as a result of this event.